Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the machine in the patient's back had moved and it hurt at the ins site. No further information was obtained from follow up attempts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.